Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The devices were not returned to bsn.

Event description:
A report was received that during a trial, the patient experienced a neuropathic pain that required the physician the removal of the stimulation and the symptoms have resolved entirely after the lead was withdrawn. It was determined that the physician bumped a nerve root while placing the lead. It was believed that the symptoms showed up during the implant of the trial leads and disappeared within days and the patient was no longer hurting at the time of the lead pull. The physician did not suspect that it was device related.